Event description:
It was reported the defibrillator was not switching on. No patient involvement reported at this time. Results of functional testing indicate the ac module needed replaced. Based on the information available and the testing conducted, the cause of the reported problem was the ac module. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.